Manufacturer narrative:
(B)(4). The fsr replaced the power manager board (pmb) in the perfusion system. The unit operated to manufacturer specifications and was returned to clinical use. The suspect part was returned to the manufacturer for further evaluation. During extensive laboratory evaluation, the reported issue was not duplicated. The product surveillance technician (pst) observed no anomalies upon receipt and further testing regarding the power manager printed circuit board (pcb) and generic pcb. The pst evaluated the speaker / light emitting diode (led) connector which was attached, and there was no visible damage to the speaker, connector or cabling. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, there was no audible tone upon power up of the perfusion system (aps1). There was no patient involvement.